Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation, but the performance data collected from the device was analyzed and revealed power on reset parameters (por). A write to locked ram por was recorded on (B)(6) 2010 at address 1b aa. Por severity was low. The device should be able to fully recover after the reset.

Event description:
It was reported that the device experienced a power on reset. All settings were unchanged, and the patient felt fine. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset. All settings were unchange and the patient felt fine. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.